Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 440's mg/dl by the time the paramedics were called and then dropped to 319mg/dl. The customer stated that the medications she is taking may have caused her blood glucose to rise. Troubleshooting was declined as customer had just changed the infusion set and reservoir at the beginning of call. No further information was provided.